Event description:
It was reported that the device longevity was not lasting to the manual charts, and the battery voltage was dropping farther than expected at each follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) device was analyzed and no anomalies were found.